Event description:
It was reported that the customer experienced multiple intermittent blood glucose (bg) levels that were displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to the bg level the customer lost consciousness and required paramedic assistance consuming glucose tablets and nasal spray to address bg level for all reported events. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, the customer continued to use the pump for insulin therapy.